Manufacturer narrative:
Common device name: pouch, colostomy. Correction - contact office address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
The end user's wife reported that the edge of the opening was rough instead of smooth in 7 out of 10 appliances. The product was not used on patient. Photograph depicting the issue was received from the complainant.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI) # h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. C22 and d17 were selected under imdrf investigation findings and imdrf cause conclusions respectively since there is no code to describe the term "allowed deviation/tolerances for cutting guides". A batch record review indicates no discrepancies. A slightly offset hole can have the following cause: the cutting guides are not 100% evenly positioned on the carrier , according to raw material is -+ 1 mm deviation is allowed & in our technical drawings are also cutting specifications of the wafer+- 1 mm allowed, if both the position of the cutting guide on the carrier and cutting process on the machine move within allowed tolerances by +-1 mm, this could result in a total of +-2 mm deviation. Registration of the complaint and the analysis of the case: we classify the complaint as uncritical, we do not have any picture regard it the complaint, so we can only assume that if wafer stoma opening was off-centered approximately 2 mm, the maximal cutting option will be guaranteed and the function of the bag will also be guaranteed. Corrective action(s) - no corrective action required, the defect on the bag can not be corrected because is disposable product and besides does not need the correction because in all large the cuttability is guaranteed. Sensitization of the employees if the hole on the patch does not move approved tolerance range to sort out the bags/patches. Supplier investigation report attached to child investigation record. The investigation associated with related event record has been approved and was complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 third party manufacturing site (for life): (B)(4).

Event description:
To date no additional patient or event details have been received.